Manufacturer narrative:
Device evaluation: the first 3 proximal stent segments were raised and deformed. The distal tip was damaged indicating that it may have been stubbed during advancement. There was no other damage noted to the device. (B)(4).

Event description:
The physician intended to treat a lesion with a resolute integrity stent in a lesion located in mid cx which had little tortuosity, moderate calcification and 75% stenosis. The lesion had been pre-dilated prior to the initial stent placement. The rsint stent was removed from packaging per IFU and inspected with no issues noted. It is unknown if the device was negatively prepped. Resistance was encountered when advancing the stent and the stent could not cross the lesion. It is unknown if excessive force was used during attempted delivery. The device was removed, and the lesion was further dilated and the procedure completed with another rsint device. No patient injury reported. Review of the returned device identified damaged proximal stent struts.